Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple and ongoing occlusion alarms were reported. Reportedly, customer cleared the alarms and resumed insulin delivery. Subsequently, customer experienced a blood glucose (bg) level in the 300's mg/dl and a large ketone level identified as dangerous. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and saline. At the time of the report with tandem technical support, the customer was still hospitalized, however, with the issue resolved and no permanent damage.